Event description:
The pt reportedly experienced a decrease in performance over time. According to the pt's parent, an intermittent decrease began in 2003. During this time, the pt began to experience migraines and dizziness. The pt has been monitored by the center. External equipment had been exchanged and programming adjustments were made. Programming changes reportedly would make things better. In 2003, the pt reportedly continued to have poor performance when using their sound processor, although the migraines had subsided. In 2004, the pt was seen by a co rep for eval. Testing confirmed that the device was functioning. The surgeon explanted the pt's c1 device. The pt was reimplanted with another advanced bionics cochlear implant.